Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device was unable to interrogate, it failed its uplink tests and the cable was replaced to resolve. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was unable to interrogate pacemakers consistently. The programmer head was returned for service. No patient complications have been reported as a result of this event.